Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inserting the farawave pfa catheter into the faradrive sheath, the sheath was aspirated. During aspiration of the sheath, air aspirated into the syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis as it was disposed.